Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 5, the implant had not achieved osseointegration in type iii bone. Clinician reports mobility, bone loss, and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 5, the implant had not achieved osseointegration in type iii bone. Clinician reports mobility, bone loss, and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in (B)(6) site 5, the implant had not achieved osseointegration in type iii bone. Clinician reports mobility, bone loss, and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)